Event description:
It was reported that the patient received inappropriate shocks due to lead oversensing. The ICD was inactivated since there was no longer indication for ICD support. The patient's condition is good.

Manufacturer narrative:
(B)(4).